Event description:
The customer reported that there was no sound (audible tone) coming from the monitor. A speaker malfunction message was generated from the monitor. No patient harm was indicated.

Manufacturer narrative:
(B)(4). The customer reported that the monitor's speaker had no sound and a speaker malfunction inop was present. A field service engineer (fse) went onsite and confirmed the issue. The monitor was being used for monitoring. There was no adverse impact reported or indicated. The main board was replaced. The monitor remains at the customer site. No other actions were requested. The trending data does not support that there is any manufacturing, design, labeling, materials. No further investigation or action is warranted. A field service engineer (fse) replaced the main board resolving the issue. No further investigation or action is warranted.